Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduce system error 322. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing lower auxiliary hook switch. The lower auxiliary link switch requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.